Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- name and address: (B)(6). G4 - PMA/510(k) #: exempt h3 - device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use, an ngage nitinol stone extractor's distal end of basket wires detached from the basket sheath. The observation was made prior to patient contact. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
Additional information received 07may2024: there were two ngage nitinol stone extractors opened prior the same procedure (same patient) where the wire was pulled free from the basket sheath. Each device had a different lot number (lot number 15459481 reported with MDR report reference # 1820334-2024-00084; and lot number 15497998 reported with MDR report reference # 1820334-2024-00083).

Manufacturer narrative:
Investigation ¿ evaluation: there were two ngage nitinol stone extractors opened prior to the same procedure (same patient) where the wire was pulled free from the basket sheath. Each device had a different lot number (lot number 15459481reported with MDR report reference # 1820334-2024-00084; and lot number 15497998 reported with MDR report reference # 1820334-2024-00083). The observation was made prior to patient contact. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection of the returned device and interviewing personnel, were conducted during the investigation. One device was returned in an open package with label. Visual examination shows basket wires pulled free from basket sheath and shrink tube on formation was torn. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned devices, and the results of the investigation, a cause had not been determined. The basket assembly is manufactured by a supplier. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.